Event description:
MFR received a report from a facility that during a transfer, the consumer allegedly slid out of the back of the sling headfirst. As a result of the incident the user received a laceration on their head that required sutures. A facility employee got into the lift and fully tested the unit. The facility representative admitted that this incident was due to user error and improper transfer technique. The lift and sling are currently back in service.